Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed three episodes of noise on the surface telemetry tracing, causing pacing inhibiton for 2 seconds. The patient has an underlying rythym and does not recall feeling dizzy or lightheaded. The impedance and threshold measurements were normal and stable. The device is programmed vvir due to chronic atrial fibrillation for which the patient recently under went an av node ablation. The noise was not able to be reproduced.